Manufacturer narrative:
Medical records were provided and have been reviewed by post market clinical staff. Patient is a (B)(6) male with esrd on pd who experienced a stroke event. This event has been reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the product and the event. There is no history of specific malfunction or the product being out of specifications. There is no clear medical reason to suspect that peritoneal dialysis using the liberty cycler may have caused or contributed to the patient's event of cerebrovascular accident. The patient was not taking his prescribed medications prior to his cerebrovascular accident due to his loss of insurance coverage. The patient continued to use his liberty cycler while hospitalized and after he was discharged. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient underwent an acute onset of inability to speak and was brought to the emergency room via ambulance due to a possible stroke on (B)(6) 2014. The patient was stent for a cerebral angiogram in order to consider interventional neuro intensive care unit for further evaluation and treatment. The patient was diagnosed with an infarct that was felt to be embolic secondary to an unknown source. MRI on (B)(6) 2014 revealed a small acute left posterior frontal infarct, no hemorrhagic conversion, mild to moderate white matter changes suggestive of chronic small vessel ischemic disease, possible left cerebellum changes reflecting remote hemorrhagic infarct. Mra revealed no large vessel occlusion or hemodynamically significant hemorrhagic infarct. A 2d echocardiogram negative for source of embolus. Carotid doppler negative for internal carotid artery stenosis and vertebral artery flow is antegrade. The patient was discharged on (B)(6) 2014 in stable condition.